Manufacturer narrative:
The reported device has not yet been received. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. Le stated that a glidewell ht implant failed. The 62-year-old, female patient presented for implant placement on tooth position # 3 on (B)(6) 2025. The patient's bone quality was reported as type IV and the oral hygiene as fair. The patient returned on (B)(6) 2026, before the second stage surgery, with complaint of pain. Upon examination, the provider noted inflammation and infection. The provider determined that the reported device lacked primary stability and was explanted on (B)(6) 2026 and replaced with a similar product. The symptoms resolved after removal of the reported device and the patient had no permanent injury.